Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment was cracked and the battery cap would not attach. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: during investigation, a crack in the battery compartment was found on the left side of the grip pad, and below the grip pad. The returned battery cap was unable to be tightened due to the separation of the threads from the battery compartment crack.